Manufacturer narrative:
It was reported that screw in angled saw attachment fell out into surgical field during cuts. Then noticed that attachment was missing another screw which has not been located. X-ray was taken of patient and have been unable to locate. Product evaluation and results: product was not inspected as the product was not returned for evaluation. Product history review: review of the device history records indicate (B)(4) devices were manufactured and (B)(4) were accepted into final stock on 11-10-2017. A review of qt 17-11-0039 revealed that the non-conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35011017 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Screw in angled saw attachment fell out into surgical field during cuts. Then noticed that attachment was missing another screw which has not been located. X-ray was taken of patient and have been unable to locate. Case type: tka. Surgical delay: approximately 5 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screw in angled saw attachment fell out into surgical field during cuts. Then noticed that attachment was missing another screw which has not been located. X-ray was taken of patient and have been unable to locate. Case type: tka surgical delay: approximately 5 minutes.